Manufacturer narrative:
Event summary: visual inspection of the sheath 4fc12/ 34991 showed the shaft was kinked and folded from the tip to 2.45 inches in proximal from the tip. In conclusion, the sheath failed the product inspection due to the shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The sheath subsequently tested out of specification per the manufacturer's investigation.